Manufacturer narrative:
The device was not returned to the service center for evaluation. Therefore, the cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
A report was received by the service center that a quick clip pro (hx-202ur) failed during an unspecified procedure. It was reported when the physician unsheathed the clip, it fell apart. It is unknown if the items were retrieved from the patient. The unspecified procedure was completed with another clip and it was reported there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction of lot number and manufacture date. Ten new sealed repositionable clips (hx-202ur), lot number 96k 11, were received at the service center for evaluation for quick clip ¿fell apart¿ upon deployment. The user¿s complaint was not confirmed. Four out of the ten clips were evaluated. An inspection of all four repositionable clips, observed to have the yellow joint below the handle area at its proper location. It was also observed, that the clips from the distal end, open and closed as designed when the slider was manipulated. It was noted there were no restrictions on the slider movement from the handle side. A test was performed where all four clips were fired upon plain tissue paper, and all four clips securely clasped the tissue paper and showed no signs of misfire. There was no sign of external damages noted on the insertion portion of the tube sheath, clip, slider, yellow joint and handle. Based on the evaluation of the new received condition repositionable clips (hx-202ur), lot number 96k 11, evaluated; the reported event could not be determined as there were no abnormalities or damages observed with the devices.